Manufacturer narrative:
After power up, the menu button was not responding to button presses. Upon further review, there was corrosion and even mold underneath the menu keypad button. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. Customer stated menu buttons was unresponsive. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.